Event description:
Customer alleged blood glucose results of 311 mg/dl and 140 mg/dl or 150 mg/dl when testing was performed back-to-back on the compact plus system. Customer did not report any symptoms and stated that he did not alter treatment based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.